Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D4: serial number, UDI, g5, and h4 are unknown.

Event description:
It was reported that there is a continuous albuterol syringe found empty on pump. Upon inspection of pump, appears syringe was not connected to pump. Medication not delivered to patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The reported product fault occur while in use with the patient, although may have been human error.